Event description:
The report from clinical study (B)(4) for patient with ID #(B)(6) indicated that the patient had been on follow-up for enlargement of an unruptured aneurysm for some time, and was taken to the hospital by ambulance due to symptoms of the enlarged aneurysm. The patient underwent the procedure with planning to perform coiling with another procedure. During the index procedure, seven enterprise vrd stents were deployed with the intention to form thrombus within the aneurysm (on either side of the parent vessel) and secure blood flow inside the stents. The stents were used in deep overlapped fashion to block blood flow into the aneurysm and prevent the aneurysm from rupture. However, after the procedure, it seemed like thrombosis progressed in the aneurysm that almost nothing could be seen around the placed enterprise vrd stents by angiography, and the aneurysm ruptured. All the enterprise stents were implanted, and were placed overlapping, subarachnoid hemorrhage developed and the patient died nine days later. There was no perforation of the vessel or aneurysm, or inaccurate placement that led to the placement of the seven stents. A cd copy of the procedure or report is not available. The enterprise stents were fully expanded and appose to the vessel wall after initial placement, and the enterprise stents were fully expanded, appose to the vessel wall and in a stable position as compared to position after placement. There were no indications of any conditions causing hypercoagulable state.

Manufacturer narrative:
Other products utilized during the case consisted of prowler select plus, envoy 6french, and traxcess 14 guidewire. Medications given consisted of aspirin 100mg/day, plavix 75mg/day ((B)(6) 2010), and pletal ((B)(6) 2010). The act pre-procedure was 153 seconds and after was 299 seconds. The modified rankin scale pre-procedure was 5, within a week 5, and after 30 days 6 (death). The saclike fusiform aneurysm measure at the neck was 30.2 and the neck to neck to sac ratio was 30.2mmx33.4mm, and the parent vessel diameter proximally was 4.9mm and distally was 3.5mm. Lr packaging l/n# 01424296. Per (B)(6): (B)(6) did review the device history records relative to the manufacturing, inspecting and packaging of lot 01424296. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with (B)(6) internal receiving inspection records for the stents issued to the complaint lot. This packaging lot contained 125 units, which were shipped from (B)(6) on (B)(6) 2010. The history records indicate this product was final inspection tested at (B)(6) and was determined to be acceptable. This is two of multiple products used during the same procedure on the same patient, which is associated with mfg report 1058196-2011-00227, 1058196-2011-00228, 1058196-2011-00229, 1058196-2011-00230, & 1058196-2011-0023. The product will not be returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
Information was received via the (B)(6) post market surveillance reported aneurysm rupture nine days post off-label use with placement of seven enterprise vrds, one within the other in a deep overlapped fashion, to block blood flow into the enlarged fusiform basilar artery (ba) aneurysm to prevent rupture. The patient died nine days later due to the subarachnoid hemorrhage. Prior to the index procedure, the patient had been on follow-up for enlargement of an unruptured aneurysm for some time and was admitted via ambulance two days prior to the index procedure due to symptoms of the enlarged aneurysm. The saclike fusiform aneurysm measure at the neck was 30.2 and the neck to neck to sac ratio was 30.2mmx33.4mm, and the parent vessel diameter proximally was 4.9mm and distally was 3.5mm. The recommended parent vessel diameter or use of the enterprise vrd as outlined in the instructions for use (IFU) is 2.5mm - 4.0mm. The index procedure was performed with plans to perform coiling at another procedure. As outlined in the IFU, the indicated use of the enterprise vrd is to prevent coils from protruding out of the aneurysm into the parent artery. It is listed in the precautions that the enterprise vrd is not intended for use as a stand-alone device, i.e. Without subsequent coil embolization of the aneurysm. In addition as outlined in the IFU precautions, the performance and safety of two or more overlapped stents has not been established. Usage other than the approved labeling may involve risks not described in the labeling. During the index procedure, seven enterprise vrd stents were deployed with the intention to form thrombus within the aneurysm (on either side of the parent vessel) and secure blood flow inside the stents. There was no perforation of the vessel or aneurysm, or inaccurate placement that led to the placement of the seven stents. The enterprise stents were fully expanded and appose to the vessel wall after initial placement, and the enterprise stents were fully expanded, appose to the vessel wall and in a stable position as compared to position after placement. Received drawings indicate a fusiform aneurysm the length of the ba extending from the base of the ba to proximal of the superior cerebellar arteries (scas) with the stented area extending from the right vertebral artery distally to just proximal to the sca. However, after the procedure, it seemed like thrombosis progressed in the aneurysm that almost nothing could be seen around the placed enterprise vrd stents by angiography, and the aneurysm ruptured. There was no perforation of the vessel or aneurysm, or inaccurate placement that led to the placement of the seven stents. Medications included aspirin 100mg/day, plavix 75mg and pletal daily starting on index procedure day. The act pre-procedure was 153 seconds and after was 299 seconds. The modified rankin scale pre-procedure was 5, within a week 5. Procedural images are not available. Lr packaging l/n # 01424296. Per (B)(6) report (B)(6): (B)(6) medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 01424296. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with (B)(6) medical's internal receiving inspection records for the stents issued to the complaint lot. This packaging lot contained 125 units, which were shipped from (B)(6) medical on (B)(6) 2010. The history records indicate this product was final inspection tested at (B)(6) medical and was determined to be acceptable. Aneurysm rupture is a known potential adverse event associated with this type of procedure as outlined in the IFU. These procedures are performed in vessels with existing aneurysms and known vessel wall weakness. Based on the available information there is no indication of any device design, manufacturing, or performance issues related to the aneurysm rupture. It appears that the aneurysm characteristics, off-label use of multiple enterprise vrds as a stand-alone treatment of the aneurysm may have contributed to the event. Therefore, no corrective actions will be taken at this time. This is two of multiple products used during the same procedure on the same patient, which is associated with mfg report 1058196-2011-00227, 1058196-2011-00228, 1058196-2011-00229, 1058196-2011-00230, & 1058196-2011-0023.